Event description:
Discordant high toxoplasma igg results were obtained on immulite 2000 for three (3) pt samples when tested with toxo igg reagent lot 360. The initial results were reported to the physician. The lab retested the pt samples, due to the pts' histories of prior negative toxo igg results. All three (3) pt samples yielded negative results for toxoplasma igg when tested with the toxo g method on advia centaur. Pt treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant toxo igg results.

Manufacturer narrative:
Analysis of the system data by a siemens technical service engineer (tse) indicated that there were no known causes which may have contributed to the discordant high immulite 2000 toxoplasma igg test results. The instrument is performing within specifications. No further eval of the device is required at this time.

Manufacturer narrative:
Analysis of the system data by a siemens technical service engineer (tse) indicated that there were no known causes which may have contributed to the discordant high immulite 2000 toxoplasma igg test results. The instrument is performing within specifications. No further eval of the device is required at this time.

Manufacturer narrative:
Analysis of the system data by a siemens technical service engineer (tse) indicated that there were no known causes which may have contributed to the discordant high immulite 2000 toxoplasma igg test results. The instrument is performing within specifications. No further eval of the device is required at this time.

Event description:
Discordant high toxoplasma igg results were obtained on immulite 2000 for three (3) pt samples when tested with toxo igg reagent lot 360. The initial results were reported to the physician. The lab retested the pt samples, due to the pts' histories of prior negative toxo igg results. All three (3) pt samples yielded negative results for toxoplasma igg when tested with the toxo g method on advia centaur. Pt treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant toxo igg results.

Event description:
Discordant high toxoplasma igg results were obtained on immulite 2000 for three (3) pt samples when tested with toxo igg reagent lot 360. The initial results were reported to the physician. The lab retested the pt samples, due to the pts' histories of prior negative toxo igg results. All three (3) pt samples yielded negative results for toxoplasma igg when tested with the toxo g method on advia centaur. Pt treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant toxo igg results.

Event description:
Discordant high toxoplasma igg results were obtained on immulite 2000 for three (3) pt samples when tested with toxo igg reagent lot 360. The initial results were reported to the physician. The lab retested the pt samples, due to the pts' histories of prior negative toxo igg results. All three (3) pt samples yielded negative results for toxoplasma igg when tested with the toxo g method on advia centaur. Pt treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant toxo igg results.

Manufacturer narrative:
Analysis of the system data by a siemens technical service engineer (tse) indicated that there were no known causes which may have contributed to the discordant high immulite 2000 toxoplasma igg test results. The instrument is performing within specifications. No further eval of the device is required at this time.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2010-00169 on (B)(4) 2010. Updated (B)(4) 2012: it was found that a lot of bovine serum albumin (bsa) was the cause of the false positive immulite systems toxoplasma quantitative igg results, however siemens has investigated the issue and has determined that the frequency of the false positive patient results reported are within the IFU specificity claims of (B)(4) for the immulite systems toxoplasma quantitative igg assay.